Event description:
The rptr did back blood glucose tests, within minutes, using the same fingerstick, and got results of 160 and 180 mg/dl. She stated that she checks the confirmation dot for enough blood, but was not comparing it to the color chart. She did not have any symptoms. On follow-up, a control solution test was in range 122 (120-153) and the rptr stated that she didn't think that the code on the meter was set the same as the strips on her first reported test results.